Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, calcified superficial femoral artery. A 4.0mm x 60mm x 135cm (4f) sterling balloon catheter was advanced but ruptured on first inflation in 30 seconds at 10atm. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).